Event description:
Sorin group received a report that the bubble sensor failed during a case. The pt expired 14 days later.

Manufacturer narrative:
Manufacture date will be provided in a f/u report when available. Sorin group (B)(4) manufactures the s3 bubble sensor. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the bubble sensor failed during a case. It was stated that air was seen in the circuit. Initially, risk mgmt stated that the pt was injured. Further communication found the pt expired 14 days later. A sorin group svc rep was dispatched to the facility. The bubble sensor was replaced with a new sensor. The new sensor and the entire sys were functionally tested and performed according to spec. Sorin group requested the sensor be returned for eval. Risk mgmt stated the sensor will be retained until the hospital's investigation is complete. Risk mgmt also reported that the perfusionist thought that air did not reach the pt. The investigation is on-going. A f/u report will be filed when the investigation is complete.